Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient had infection at the ipg site, and the chest area where the ipg is located was puffy. In turn, surgical intervention was undertaken on (B)(6) 2024, where the pus that filled the ipg pocket was removed, and a drain was placed in the wound. Patient was hospitalized and treated with IV antibiotics. Patient is in stable condition and healed.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the entire system was explanted.